Manufacturer narrative:
Upon return to boston scientific's quality assurance laboratory an examination of the device memory revealed that the device had shocked into a shorted lead condition on the day of the attempted implant during a 31 joule shock of the induced episode. The device also had a <20 shock lead impedance during a commanded shock that day. Visual inspection of the device noted no arc marks or other anomalies. An x-ray inspection of the device verified that the device protection plasma fuse was blown. The field allegation was confirmed through analysis. The nonconversion and high shock lead impedance was the result of shocking into a shorted lead condition during the dft testing on the day of implant.

Event description:
Boston scientific received information that during the implant procedure and defibrillation threshold testing of this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead the ICD exhibited an error code 1004. The physician had reported also to hear a pop at this time. High shock impedances of greater than 125 ohms were reported. Prior to defibrillation threshold testing, daily measurements had stable shock impedances of around 60 ohms. Technical services discussed the issue and advised that this rv lead be surgically abandoned and a different device and lead be implanted. The field representative later reported that the patient was to be scheduled for another procedure. The patient had occluded vessels on both sides and required epicardial patches. The device was then explanted and the rv lead was surgically abandoned.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.